Event description:
A baxter field service representative returned pump for service. Failure code 810:04 was found in the pump's event history during service. The facility's biomed and the baxter field service representative, were contacted to obtain information regarding when the failure occurred or if any patient injury or medical intervention resulted from this failure. This information was not available and no additional contact's were provided.